Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have blade damage at the base/middle of the blade. One of the blade edges was indented which prevent the blades from closing or obstructing the closure of the blades annex g was updated to reflect failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer had difficulty while operating with the 8mm monopolar curved scissors (mcs) instrument. The instrument was replaced and procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument shipped by customer was non-defective. As of now, isi does not have any additional details on RMA.